Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that x-ray failed. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause could not be determined as the affected components were not returned for investigation. The analysis of the system via remote access provided focus errors and deactivations for all three foci within the time slot from 27.01.2019 to 31.01.2019. Upon investigation the service found evidence of arcing next to the common pin of the high voltage (hv) cable. This indicates an issue with the corona disk which is located on the side of the tube. The corona disc is made of silicone and is an insulation part at the hv plugs in the receptacle. An extensive investigation could not be performed because the corona disc was not returned for a detail investigation. The affected corona disc has been exchanged by the local service organization and no further issues have been reported. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.